Event description:
The hcp reported that the pump was explanted and replaced as patient was experiencing increased tone and spasticity. The pump was implanted for 88 months. The catheter had migrated out of the intrathecal space and was replaced at the time of surgery. Final patient outcome was not reported. A follow-up report will be sent if additional information becomes available to us. Same as manufacturer's report#6000030200602102.

Manufacturer narrative:
H6-final device analysis reveals insufficient bond of catheter access port.